Event description:
Mynx closure device used s/p pci. While patient still on bed rest site started to ooze, dressing saturated with blood. Manual pressure held for 20 minutes. Hemostasis achieved. Sand bag and two more hours of bed rest. No further complications.